Manufacturer narrative:
An investigation has been initiated. When the investigation is complete a final report will be submitted.

Event description:
A leak in the lumen close to the insertion site was noted when serum was inserted into the catheter. Catheter was replaced with another.